Event description:
The intended procedure was completed with the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer's description of failure was confirmed. During inspection, varying colored images (purple/green) were detected which were trace back to the r-unit. Observations were made within the root cause analysis and hypotheses were established, which could lead to the known type of failure ¿green image¿. Furthermore, a CAPA was initiated for this fault pattern. Significant investigation progress has been made with the identification of the two components responsible for pink/green images, the charge-coupled device (ccd) and close control unit (ccu) plug. Based on the analysis of devices returned from the field, it was found that degradation within these two components can lead to pink/green images. Additionally, a cut in the grey protective sleeve of the cable unit was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a purple-colored image due to a broken charged coupled device and cut on the protector of the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", had a distorted image in well-lit areas and near objects during a therapeutic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a purple colored image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.